Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) had tilted inside the pocket and the patient could no longer connect the charger or charge the device despite troubleshooting. The patient underwent a revision procedure.

Event description:
It was reported that the implantable pulse generator (ipg) had tilted inside the pocket and the patient could no longer connect the charger or charge the device despite troubleshooting. The patient underwent a revision procedure. Additional information was received that the ipg was no longer holding a charge and would randomly turn off. Database analysis could not confirm the device issues, however, frequent interruptions were noted during charging sessions and the charge current was intermittently low indicating inefficient charging. The patient was doing well postoperatively. The ipg remains implanted and in correct position in its new location.